Event description:
It was reported that the ilet pump¿s display was cracked and the touchscreen became unresponsive, and the user shut the device down using the menu path to avoid further alerts. Symptoms included inability to interact with the device due to a nonfunctional screen. Outcomes included planned replacement of the device and continued glucose monitoring with a dexcom app or receiver, with the user understanding that data would not transfer and that a new startup process would be required. Investigation included device history review, complaint trend review, and instructions to return the device for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen. It was concluded that the device experienced a display hardware failure due to damage, and replacement was warranted.